Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that over time she noticed a sudden left side really sharp pain hitting when she moved certain way, the pain would grab her, like getting out of the vehicle and one day she was at (B)(6) and the pain hit in the back, took her to her knees and she turned the ins off. The patient reported that the healthcare provider (hcp) took an x-ray and saw the leads had come undone. The patient reported that since the leads came undone, she was having more upper left back pain issues/problems. The patient reported that she had injected stuff in the upper part of back had done twice and she got relief. The patient reported that the ins worked wonders for her lower back and if she could have on put in for her upper back to help her upper back, she would do it in a heartbeat. The patient reported that her ins was for her sciatic nerve in her back. It was confirmed that there were no concerns about the ins. No further com plications were reported.